Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported an issue with the power management board. The power management board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the issue was found to be an open component on the power management board.